Event description:
It was reported that the pump presents an air alarm. The event occurred in the surgery ward. There was no therapy delay. There was no patient or device operator harm. There was no reported patient involvement.

Manufacturer narrative:
Received one device. Customer problem wasn't duplicated. Visual test was perfumed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal replacement. Functional test was performed- found defective (pwa) printed wire assembly (device doesn't hold patient data). The pwa replacement. Occlusion test was used. Ehl was downloaded. After the repair the device must pass all functional tests before it will be shipped back to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.